Manufacturer narrative:
(B)(4). Evaluation summary: the promus stent delivery system (sds) was returned in an unopened and labeled tyvek pouch, which was inside the undamaged and labeled chipboard box. The seals were all intact on the tyvek pouch. There was no foil pouch or instructions for use (IFU) returned in the chipboard box. The tyvek pouch had a slight indentation below the label on the front and back of the pouch. This damage was not reported and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. A missing foil pouch can occur during manufacturing or from handling at the account. However, it is unlikely that a unit could be distributed without being in the foil pouch, as the barcodes on the foil pouch label and patient card must be scanned in order to generate the chipboard box label. Thus, if the chipboard box label was printed and applied to the chipboard box, the foil pouch must have been present. Additionally, it was confirmed by the genesis data that the label quantities reconciled. It is possible that the packaging was opened at a previous time at the account and inadvertently placed back on the shelf without the foil pouch, though this cannot be confirmed. Therefore, a conclusive cause for the reported missing foil pouch could not be determined, however, there is no indication of a product deficiency. To help ensure this type of issue is not the result of the manufacturing process, all packaged product are subject to visual inspections during the manufacturing process, including an inspection at the point the foil pouch is inserted into the chipboard box. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for packaging issues/missing foil pouch.

Event description:
It was reported that when the device was unpackaged, it was noted that the promus was packed only in a tyvek pouch and there was no outer foil pouch. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.